Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a loose wire on the prograsp forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument with loose wire was confirmed. Instrument was found with frayed cable at distal idler pulley. Frayed cable section is approximately 0.75 in length. No damage was found on pulleys, and they spin freely. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.